Event description:
The complaints team received an impact study regarding a patient that endured atrial fibrillation with a "possible" relationship to the impella device used: ¿patient has multiple episodes of new onset post operative af treated with amiodarone/heparin and temporary pacing wires¿. Additionally, the complaints team received an impact study regarding a patient that endured staph epidermis with meca gene with a "possible" relationship to the impella procedure used: "this patient has been very sick w/ low cardiac index and inotropic support w impella 5.5 post coronary artery bypass graft and mitral valve replacement."

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock . Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complaints team received details from an impact study regarding a patient who endured multiple adverse event. It was reported that the patient endured acute kidney injury with a "possible" relationship to the impella device and the impella procedure used: "fluid overload; patient on diuretics." The patient endured hyperbilirubinemia with a "possible" relationship to the impella device and the impella procedure used: "hyperbilirubinemia due to hemolysis "ruqus with sludge, and small stone but no signs of cholecystitis or biliary obstruction". The patient endured ventricular ectopy with a "possible" relationship to the impella device and the impella procedure used: "frequent ventricular ectopy requiring medications (amio, lido + pressors). Impella position was revised multiple times to minimize the intraventricular stimuli." The patient endured transaminitis with a "possible" relationship to the impella device and the impella procedure used: "pt has elevated liver enzymes resulting in dx transaminitis".

Manufacturer narrative:
Corrections to the initial MFR report: b5 updated adverse events. H6 clinical codes 2041, 1886, 1954, 1721 and impact codes 4644 added.